Event description:
Customer received normal control tests on her contour meter of 345 and 363mg/dl. Normal control range is 111-153mg/dl. Replacement meter, strips and control were sent to the customer. Customer is to return strips for evaluation.